Manufacturer narrative:
Tech support instructed the account to check the CPR linkage and valve to make sure there is no tension or a valve is sticking open. Repairs have not been completed.

Event description:
The account alleged that the head section is drifting down very slowly.